Event description:
Customer alleges that, when the ventilator was switched to auto mode, the ventilator did not function. Patient was reportedly ventilated in the manual mode for the remainder of the case. Customer reported the patient went into surgery in a critical condition. The patient reportedly went into cardiac arrest during the case and subsequently died in the ICU. According to the hospital, the patient's death was not a direct result of equipment failure.

Manufacturer narrative:
Datex-ohmeda's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.